Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was inspected on site. Visual inspection of the machine showed that the red and blue bypass tubes were worn and broken, which allowed the reported leakage. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the part failure was wear of the components which were replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the red and blue bypass tubing of an ak 96 machine during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.